Manufacturer narrative:
Na.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer alleged obtaining an erroneous troponin t high sensitive (tnths) result on a patient sample when testing was performed on a cobas 8000 e 602 module. The initial tnths was 22 pg/ml. The repeat result on the same tube was 700 pg/ml. There was no allegation of an adverse event. The tnths reagent lot number was 24519400; the expiration date were requested but not provided. Discrepant low results are typically caused by sample pipetting issues. The problem is either with the sample itself or with sample pipetting.